Event description:
The customer's husband reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl. The customer's current blood glucose level was 103mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablet , food and juices. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer's husband also reported that the battery cap's 3-pronged copper piece that came off a few times, had to put it back and still loosened which cause problem when inserting new batteries. The customer did not allege that the pump was over delivering. The customer was assisted with troubleshooting regarding the basal settings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.